Event description:
It was reported that a device alarmed for a system error 322. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was unable to reproduce the system error 322 during testing. The upper and lower aux were out of specification. The upper and lower aux was replaced.